Manufacturer narrative:
The local area sales representative was contacted for additional information. No further information is available at this time. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this right atrial (ra) lead was capped due to an unspecified product performance issue. No adverse patient effects were reported.